Event description:
It was reported that when the doctor was trying to deflate the balloon of this device, they may have torn the common bile duct. The pt's lfts were elevated, requiring hospitalization. Repeat studies were done and the lfts were lower. The pt's condition is described as fine now. No product is being returned for evaluation.